Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted white particles on the port septum, and brown particles and non-penetrating nicks on the port housing. The taper tubing was observed to be separated from the access port taper. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage or resistance to flow was noted. Under microscopic analysis, the separation of the taper tubing from the access port taper was observed to have a partially smooth opening, consistent with wear, accompanied by a rough, textured separation. Needle punctures were also noted on the port septum. Device labeling addresses possible outcomes of pain, leak(s) and port tubing disconnection as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system.

Event description:
Reported as: a patient with the lap-band system was reported to have "abdominal pain, leakage of injection fluid in system, CT shows no connection port-band not possible to empty of fill siptem, CT scan disconnection." The patient had their lap-band port removed and replaced.